Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2015, an overestimation of the longevity was observed. This overestimation was probably due to the voltage being on the plateau phase of the battery curve. The overall battery longevity met its expectations.